Manufacturer narrative:
Product ID, 8840 lot#,: product type programmer, physician product ID, 377760 lot# v015525, implanted: 2007 (B)(6), product type lead product ID, 377760 lot# v015438, implanted: 2007 (B)(6), product type lead product ID, 37752 lot# product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the display screen on the external recharge component showed a different level of charge on the implantable neurostimulator (ins) to that seen on the clinical programmer unit. Follow up information received reported that the ins was replaced due the patient letting their device go into 3 overdischarge conditions. In addition to a new ins, the patient received a new recharger unit. There were problems reported with the patient at the time of this report. If additional information is received, a follow up report will be sent.